Event description:
Customer called alleging she was driving the unit and cut her ankle on the heel loop.

Manufacturer narrative:
The provider evaluated the device. The device is working properly.

Manufacturer narrative:
The device is not available for evaluation at this time. Should the device or further information become available, a follow-up report will then be submitted.

Event description:
Customer called alleging she was driving the unit and cut her ankle on the heel loop.